Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient¿s cgm was reading low mg/dl, so the patient¿s parent called emergency medical services (ems). No bg meter comparison was taken at home. No patient symptoms were reported. Once ems arrived, the patient¿s bg meter reading was 60 mg/dl. The patient was treated with ¿sugar¿ and recovered at home. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The single reported glucose value and bg provided for the second value of the set falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.